Event description:
A customer contacted beckman coulter inc. (Bci) in regards to platelet (plt) results generated by coulter hmx autoloader hematology analyzer for two patient samples that did not match manual estimates or an alternate instrument. The instrument generated flags for one of the two patient samples. The customer believes the results from the alternate instrument to be correct. The erroneous results were not reported out of the laboratory. There was no death, injury, or effect to patient treatment associated with this event.

Manufacturer narrative:
Controls were run before and after the event, and the results were within the assay limits. A bci field service engineer (fse) cleaned blood sampling valve (bsv) and vacuum trap. The fse also performed mode to mode adjustment of hgb, and verified reproducibility. Although some hardware issues were addressed, no definitive root cause for this event has been determined to date.